Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a medwatch (mw5146807) alleging persistent cough and blowing particles in lungs related to a CPAP device's sound abatement foam. The patient went to doctor due to persistent cough. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer was made aware of this complaint through a medwatch (mw5146807) alleging persistent cough and blowing particles in lungs related to a CPAP device's sound abatement foam. The patient went to doctor due to persistent cough. After the two attempts to have the device and components evaluated and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.